Manufacturer narrative:
No sample has been received by manufacturer for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Add'l info has been requested. (B)(4).

Event description:
An operating room supervisor reported that a knife did not cut well during surgery. It is unk if there was any impact to the pt. Add'l info has been requested.